Event description:
Reportedly, it is not possible to print. The logo of the printer disappears from the tablet.

Manufacturer narrative:
Upon reception, the returned smarttouch was tested and the reported issue was not reproduced : it was possible to interrogate by bluetooth an implant and to connect correctly to a printer. Further analysis of the log files revealed : on 23 february 2024, the event is confirmed. An event was detected by the windows system of the tablet, and triggered a reset of the bluetooth adapter. This reset of the bluetooth adapter has made the printer list temporarily (less than 1 minute) unavailable. The printer list is available again at the end of the reset of the blutooth adapter. Or the user can press 5 seconds on power button to display ¿shutdown¿ button in manager screen, select ¿shutdown¿. The tablet is going to switch off. Then, when then all leds of the tablet are no more displayed, the user switches on the tablet with the power button. The subject device will follow the standard repair process. Based on available data, no general malfunction is suspected on the device.

Event description:
Reportedly, it is not possible to print. The logo of the printer disappears from the tablet. On (B)(6) 2024, the battery of the smarttouch was removed and re-inserted, then the logo of the printer was present.

Manufacturer narrative:
Correction of the MDR fu2: g3: date received by manufacturer: corrected to 15 may 2024.

Event description:
Reportedly, it is not possible to print. The logo of the printer disappears from the tablet. On (B)(6) 2024, the battery of the smarttouch was removed and re-inserted, then the logo of the printer was present.

Manufacturer narrative:
Device analysis revealed : - at reception, the default cannot be reproduced. It was possible to interrogate by bluetooth an implant and to connect correctly to a printer.

Event description:
Reportedly, it is not possible to print. The logo of the printer disappears from the tablet. On 01 march 2024, the battery of the smarttouch was removed and re-inserted, then the logo of the printer was present.